Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031418, standard 36mm diameter bearing, lot # 66638022, catalog #: 113628, comp primary stem 8mm mini, lot # 66255332, catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 66535816. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was presented in the surgeon's office with a dislocated shoulder. Details of how this occurred were unclear. The humeral stem, tray, and polyethylene insert were revised. Attempts have been made and there is no further information at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under the incorrect MFR number. The event will be reported under the correct MFR number (0001825034-2025-00151); therefore, this report should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under the incorrect MFR number. The event will be reported under the correct MFR number (0001825034-2025-00151); therefore, this report should be voided.